Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-04636, 3006705815-2023-06207. It was reported that the patient was experiencing pain at the ipg site and ineffective stimulation due to both leads migrating. Surgical intervention was undertaken on (B)(6) 2023 to replace the ipg with a smaller model and repositioned the leads back to the correct location. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.